Manufacturer narrative:
The field service representative readjusted the sample probe at the rinse station. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 results from the cobas 8000 cobas ise module. The initial result was 160.0 mmol/l and the repeat result was 141.1 mmol/l. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event.